Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
A surgeon reports a patient experienced moderate haze/dlk (diffuse lamellar keratitis) on the left eye at 1 day post refractive surgery. Vision was reduced to 20/30. Surgery was very straightforward and uncomplicated. Additional information has been requested. This report is for the left eye, the right eye is being reported on manufacturer report (B)(4).